Event description:
The customer stated they received questionable glucose results beginning on (B)(6) 2012. Data was only provided for three patient samples occurring on (B)(6) 2012. Of the data provided, only the results for two of the samples were discrepant and reported outside the laboratory. Patient sample 1 initial result was 0.3 mmol/l and was reported. The repeat result was 2.4 mmol/l. Patient sample 2 initial result was 0.4 mmol/l and was reported. The repeat results were 0.3 mmol/l and 6.1 mmol/l on another modular instrument. It was unknown if any of the patients were adversely affected. The glucose r1 reagent lot number was 660380 and the glucose r2 reagent lot number was 659817. The expiration dates were not provided.

Manufacturer narrative:
The investigation did not determine a specific root cause. It was noted the customer replaced the reagent probes and afterward no further problems were reported and the instrument worked within specifications. No adverse event was reported and no patients were adversely affected.

Manufacturer narrative:
This event occurred in (B)(6).